Event description:
Customer reportedly obtained a result of 170 mg/dl on the voicemate/advantage system while a doctor's devicce read 96mg/dl within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.